Event description:
It was reported that the customer's insulin pump kept alarming an error during the prime process. It was stated that the end cap of the insulin pump did pop out. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime as a result of a loose motor support disk. The device was received with cracked battery tube threads and scratched liquid crystal display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.